Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the perfusion system would not boot up on battery, as the batteries were dead. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) returned the suspect batteries, power manager board and data logs to the MFR fro further evaluation. The data log analysis confirmed the reported issue.